Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4. Two clips were implanted, reducing mr to a grade of 1. On (B)(6) 2023, the patient returned to the hospital due to shortness of breath. Echocardiography showed one of the implanted clips had detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda), causing mr to increase to a grade of 4. On (B)(6) 2023 an additional mitraclip was performed, and one clip was implanted, reducing mr to a grade of 2. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified did not indicate a lot-specific quality issue. Based on available information, the cause of the reported incomplete coaptation is due to patient anatomy. The reported dyspnea and mitral regurgitation (mr) are cascading effects of the reported incomplete coaptation. Additionally, the reported patient effects of mitral regurgitation and dyspnea are listed in the instructions for use, and are known possible complications associated with mitraclip procedures. The reported medical intervention and hospitalization were results of case-specifics. There is no indication of a product quality issue with respect to manufacture, design, or labeling.